Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that at least 50 bd venflon¿ pro safety shielded IV catheters experienced damaged unit packaging where sterility was compromised. The following information was provided by the initial reporter: the glue point of the sterile packaging was open. The sterile packaging of the bd venflon pro safety 22g was opened on the narrow side at the adhesive edge after it was removed from the box (50 pieces each) and therefore no longer sterile.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 1/18/2022. H.6. Investigation: two photos and nineteen (19) actual samples were received by our quality team for evaluation. From the returned photos, a deformed unit package and a deformed unit package with an opening tab near the end cap area was observed. The returned samples were subjected to visual inspection and all samples were observed with deformed package. On 12 of the 19 samples, the bottom web of the unit package was observed to be shrunk and deformed near the end cap area of the venflon pro safety part causing it to be forced open at the opening tab. On 7 of the 19 samples, the bottom web of the unit package was observed to be shrunk and deformed near the protection tube area of the venflon pro safety part causing it to be forced open at the opening tab. Two of the samples, opened tab near the end cap and protection tube, were subjected to further investigation of the sealing features. Grid mark was observed on the bottom web, showing that the sealing process has been completed and the seal width passed the inspection criteria. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. The manufacturing process was reviewed. There is no process in the manufacturing that would cause the reported defect. There were also no abnormalities during the production of the reported batch. Therefore, the reported defect could have occurred out of the manufacturing facility. As the grid mark was observed on the bottom web, the sealing process was completed, and the seal is within specification. The probable root cause for the deformed package could be due to the product being exposed to heat during handling (transportation, storage, loading and unloading, etc).

Event description:
It was reported that at least 50 bd venflon¿ pro safety shielded IV catheters experienced damaged unit packaging where sterility was compromised. The following information was provided by the initial reporter: the glue point of the sterile packaging was open. The sterile packaging of the bd venflon pro safety 22g was opened on the narrow side at the adhesive edge after it was removed from the box (50 pieces each) and therefore no longer sterile.